Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the returned device performed at customer quality confirmed the condition of device breakage, which agrees with the reported complaint condition. The 12 hole straight plate was returned in two pieces. An eight (8) hole section of plate along with a separate four (4) hole section. Both sections of returned plate are bent/contoured. The returned device was manufactured in 2006 and is over 12 years old. No product design issues or discrepancies were observed during this investigation. The thickness of the returned plate adjacent to the fracture surface measured 1.25mm which is within specification the width of the returned plate adjacent to the fracture surface measured 4.11mm which is within specification the design specified the plate to be manufactured from implant grade 4 titanium. The raw material was confirmed to be correct per the specification with no non-conformance noted. A definitive assignable root cause for the plate breaking post operatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and this complaint condition is adequately covered by the risk assessment. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part# 447.105, lot#5370938, manufacturing location: synthes elmira, released to warehouse date: 30oct2006, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Part received, not the final destination. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient had a scheduled mandible reconstruction with a diagnosis of a wound by firearm which was previously operated in 1998 and 2006. The surgery was performed, the osteosynthesis plates were exposed (unknown commercial housetension plate and lock mandible plate) and loosen osteosynthesis material in the jaw. However, the surgeon decided to postpone the surgical time for mandible reconstruction due to the infection in an old operative site, granulation tissue, submental fistula with seropurulent drainage, fractured osteosynthesis material and pseudoarthrosis in bone healing. In addition, the opened plate was packed in a double bag with the security label and was left inside the container for logistics to do its respective process. It is unknown if when will be the specific time to continue the surgery. This complaint involves an unknown number of devices. This report is for one (1) lock mandibpl 2 lrg 12ho l95 ti. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.